Event description:
The customer reported the wireless transceiver (tim) had lost communication with the panorama central station, which may have resulted in a loss of telemetry monitoring. Also, the customer reported no audio at the central station. No pt injury was reported.

Manufacturer narrative:
The company rep evaluated the system. Corrections included replacement of the system's wireless transceiver (tim) and plugging in the audio jack into the microphone jack. The system was tested to factory's specifications. It functioned normally and was returned to use